Event description:
It was reported that the implant at tooth site #31 was removed due to infection. (B)(6) 2024 implant was placed site #31. Pt returned on (B)(6) 2024 with complaints of pain & swelling. Infection was noted. The implant was removed. This was the second implant that the pt has had placed at site #31. Pt does not plan to get another implant. Symptoms as a result of the event: pain, edema & inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.